Manufacturer narrative:
(B)(4). Batch #: u5ct7w. (B)(4). Investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional information was requested and the following was obtained: can it be confirmed that the surgeon/healthcare professional stated that the difficulties experience with device did not cause or contribute to patient death? That is correct the event had no consequences for the patient. Unfortunately the patient passed away one week later because of other reasons.

Event description:
It was reported that the patient was treated, many years ago, with chemoradio therapy. The disadvantage of this treatment is that lung tissue becomes very solid, following the surgeon it felt like ¿concrete¿. The disadvantage of this is that it¿s hard to staple tissue. For that reason normally a manual linear cutter is used because more force can be applied to the tissue. The surgeon normally use another stapling device in this situation, the gia100 because it can be fired manually and more force can be applied to make the staple line. Because the gia100 was not available the powered echelon was used with a green reload. During the second firing of the fissure between right upper and right lower lobe, the stapler got stuck because of the tissue condition. The manual override was used and the jaw of the device was opened by prying with a scissor. The tissue was then cut and stitched manually. The condition of the patient immediately after the event was good. No consequences for the patient after the incident.